Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an intermittent cartridge alarm 1 occurred with multiple cartridges during basal deliveries. Customer continued to use the pump for insulin therapy and had manual injections available. Customer¿s blood glucose level was 323 mg/dl.